Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: moisture inside the charge-coupled device lens. The most probable cause of the complaint was component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.